Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing draw volume issues.

Manufacturer narrative:
H.6. Investigation: no customer samples and 2 photos were received. The photos were visually evaluated showing lot number 1350332 having only a splatter of blood in the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing draw volume issues.